Event description:
During an ankle arthroscopy utilizing the raptor jr. Punch, it was reported that it broke off in the patient. The surgeon had to open patient up and retrieve the broken piece which was in the posterior ankle joint. The case was delayed for one hour and thirty minutes. The patient was reported to be doing fine post-procedure.

Manufacturer narrative:
Upon follow-up it was reported that the patient is doing very well post arthroscopic debridement. The patient stated that she feels the ankle is doing better. It was reported that the patient has experienced superficial clots, and has been prescribed baby aspirin for 6-8 weeks. An ultrasound has been performed and it was reported that there was no deep involvement. An ultrasound will be repeated to ensure that there has been no change. The patient will increase her activities as tolerated. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: one raptor jr. Punch was returned for evaluation. Visual examination of the device confirmed the reported complaint of the tip breaking off. The broken portion of the tip was not returned for evaluation. A small portion of the tip remains attached to the shaft. Examination of the break area shows no material voids. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. (B)(4)